Event description:
It was reported that the ilet touchscreen was unresponsive, preventing interaction with the device despite cleaning, attempting unlock, testing on a charger, capacitive recalibration, and a restart, consistent with a device display/input malfunction of the touchscreen component. Symptoms included no clinical symptoms and no blood glucose impact. Outcomes included no medical intervention, no emergency treatment, and no hospitalization. Investigation included technical troubleshooting with user guidance and remote assessment. Investigation of this case revealed a persistent touchscreen failure not corrected by recalibration, cleaning, charging, third-party interaction, or restart. It was concluded that the device exhibited a nonfunctional touchscreen and required replacement, with patient advised to shut down the device, return it, and continue glucose monitoring with their cgm application or receiver.